Manufacturer narrative:
This supplemental report was created to update h10 and h11 complaint has been evaluated and is similar to report number 1644408-2023-01118; 508-36-101, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01907; 508-32-104, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Pt presented to dr. (B)(6) office 3 months post op and was experiencing discomfort and dislocations resulting in the revision.